Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 3.00 x 24 synergy¿ drug-eluting stent, after the stent protector was removed, it was noted that the stent remained inside the stent protector. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
The synergy ous mr 3.00 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found it to be dislodged from the delivery system, the stent was returned inside a stent protector. Stent struts were bunched in the mid sections of the stent and some struts were stretched. As the stent was damaged the crimped stent profile could not be measured. The inner diameter of the stent protector was measured and is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were evident on the entire length of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and the inner lumen, and mid-shaft section revealed no damage. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 3.00 x 24 synergy¿ drug-eluting stent, after the stent protector was removed, it was noted that the stent remained inside the stent protector. The procedure was completed with a different device and no patient complications were reported.